Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 (mg/dl). Reportedly, contact believed that elevated bg was attributed to recent snacking and indicated that level would be addressed by administering a bolus.